Event description:
It was reported the parkinson's disease patient had lost weight prior to report which had ¿resulted in skin thinning.¿ the patient¿s implantable neurostimulator (ins) pocket position had ¿continuing proliferation associated with connective tissue¿ at the time of report. It was clarified that ¿the connective tissue after the surgery¿ had ¿separated the [ins pocket] into two cells.¿ it was stated that ¿considering the continuing proliferation would cause the ins to bulge, the doctor made a new pocket for the patient¿ on the day of report. The physician ¿reformed¿ the ins pocket during the procedure as a ¿precaution.¿ the ¿cause of the continuing proliferation associated with connective tissue was not determined,¿ however the patient¿s physician ¿thought it was not related with the product¿ and instead ¿might be just the normal connective tissue proliferation after the surgery.¿ the patient was ¿well¿ following the procedure and receiving a 50% or greater reduction in symptoms. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). (B)(6).